Event description:
In (B)(6) 2010, I had developed both a groin, and umbilical hernia. A bard ventralex hernia patch was used in the umbilical repair. Approximately 18 months ago, I began having problems where I was continually constipated, and even with otc laxatives, no success. I now am using senokot, along with polyethylene glycol daily, just to get slight relief. Even with that, what does come out is pressed flat, like a clamp is on the intestine.